Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that a patient required foley catheterization. A foley catheter was inserted into the urethra using proper technique; however, no urine return was noted. When a second foley catheter was placed by the same provider into the same orifice using the same technique, urine return was noted immediately. There were no changes or differences in either procedure other than the equipment used.